Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID:9731203 , serial/lot : (B)(6) a medtronic representative went to the site to perform a system check out and found that the axiem emitter was not working properly. The emitter was replaced and the system functioned as intended. Fdm10, fdr4203, fdc4307 are applicable to the system checkout. The axiem emitter was returned for analysis. The reported problem could not be duplicated, but the manufacturer representative found an impact damage on the coil base of the field generator. Fdm10, fdr180, fdc4307 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was hardware failure. The emitter did not work properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with tracking volume. The noninvasive was checked with 0.4 - 0.7 range. It was noted that a manufacturing representative (rep) had a hard time verifying the instruments in an environment with no metal. Two emitters were put into the emitter cradle to compare the tracking volume and one emitter was able to track instruments left, right, and away from the emitter but the other one had issues. It could not track as far left or as far away from the emitter. There was a 15 minute surgical delay and there was no impact on patient outcome.